Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The patient stated a red rash was present at the sensor pod site. The patient saw a physician on (B)(6) 2020 and was prescribed topical hydrocortisone. At the time of the report, no other symptom or treatment details were provided. No additional patient or event information is available.